Event description:
On (B)(6) 2013, the patient reported to animas that the insulin pump was no longer being used for insulin delivery because the patient was returned to diabetes management with multiple daily injections (mdi) by her current physician. The patient stated that the pump was not working. The pump was not available for troubleshooting at the time of the call and is not being returned to animas for investigation at this time. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged the pump was no longer working and it is not possible to determine that the reason for the pump failure could not cause or contribute to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.